Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was tripped due to oversensing of the implantable cardioverter defibrillator (ICD) caused by electromagnetic interference (emi). The ICD remains in use. No patient complications have been reported as a result of this event.